Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Physician placed this at (B)(6) medical center. Gentle traction was used with curved hemostats and the cuff remained in the patient.